Manufacturer narrative:
Pending investigation. Concomitant medical devices: 02-010-01-0240 - logic femoral ps cem left sz 4, 3807135, 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, 3940393, optetrak 3-peg patella. Correction/removal number: z-0021-2022.

Event description:
As reported, this male patient had an initial left tka on (B)(6) 2016. Gradually, the patient began to experience pain, stiffness, swelling, effusion, and decreased range of motion. An x-ray was taken on or about (B)(6) 2021 and revealed osteolysis of the left tibia. The patient was revised on (B)(6) 2021. Upon explantation, the surgeon found significant granulation tissue consistent with polyethylene wear and the tibial insert was significantly worn both medially and laterally with delamination.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, femoral loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.